Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered otw stent was implanted in the esophagus to treat an infiltrating mass during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed. However, during routine follow up on (B)(6) 2024, a positron emission tomography (pet) scan was performed, and it was noted that the stent had migrated. The migrated stent was then removed. There were no patient complications reported as a result of this event and the patient's current condition was reported to be stable.

Manufacturer narrative:
Block a2: patient's date of birth: 1964. Block a4: patient's weight: 54.2 kg. Block g2: report source (other): e7118 boston scientific post market surveillance data collection. Block h6: imdrf device code a010402 captures the reportable event of stent migration.